Manufacturer narrative:
(B)(4): device was received and evaluated.evaluation summary:the condition of a colleague infusion pump with failure code 808:02 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective power supply board. The power supply board was replaced to correct this condition.this device is an unremediated colleague pump with a user interface module software version of 5.07.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:02. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was undetermined. The root cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.